Manufacturer narrative:
On december 4, 2025, mentor became aware that patient also experienced right side capsular contracture; baker grade unknown in addition to right rupture, granuloma, and breast mass. Mentor was also made aware that the replacement serial numbers used on (B)(6) 2025 were (B)(6) on the right side, and (B)(6) on the left side. Photo was received and is under investigation. Once device photo evaluation is completed, the evaluation results will be submitted. Reason for device explant and/or reoperation: right rupture, granuloma, breast mass, and capsular contracture; baker grade unknown. Mentor also became aware that the device was discarded. Type of investigation under field h6 has been updated to "device discarded" the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, granuloma, and breast mass. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery with 425cc mentor memorygel breast implant (date of implant (B)(6) 2017 has experienced breast implant rupture on the right side confirmed by MRI and complicated by silicone granuloma formations in the right axilla region. It was also reported that the patient developed fibroadenoma in the right breast. As a result, the device will be explanted on(B)(6) 2025.

Manufacturer narrative:
On december 11, 2025, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).